Manufacturer narrative:
Other applicable components are: product ID 4351-35 lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: product type lead product ID 4351-35 lot# serial# (B)(4) implanted: (B)(4) 2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a surgeon would reposition the patient's electrodes/lead on the day of the report, due to pain at the electrode site. The hcp did not know when the patient started to have the issues. They did come in about a month prior to the report to have a tube placed, it may have started at that time. Electrocautery guidelines were discussed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported the pain was at the subcutaneous site, not the lead site. No further complications were reported/anticipated.